Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: returned product consisted of a sterling balloon catheter. The balloon was loosely folded with blood in the inflation lumen and balloon. The tip is damaged. Microscopic examination revealed that the balloon has a 44mm longitudinal tear starting 10.5cm from the proximal markerband. There is shaft damage at the exit notch that is consistent with damage seen with the use of a guidewire. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 5.0mmx150mmx150cm (4f) sterling¿ balloon catheter was advanced for pre-dilatation. However, during the first inflation, the balloon ruptured before applying up to the nominal pressure. The device was simply pulled out and was completely removed from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was good.